Event description:
Malfunction: bed issue. A physician reported that fine adjustment (x and y) on the bed did not work. While waiting for the retrofit for the fine adjustment, the physician became accustomed to the bed as it was working and no longer felt that this was an issue. Reported issue had no impact on pt treatment.

Manufacturer narrative:
Determination of root cause: assessment: a review for three months prior to the date of this event showed no previous complaints of bed issue for this system. Conclusion: while waiting for the retrofit for the fine adjustment, the physician became accustomed to the bed as it was working and no longer felt that this was an issue. No further action required. (B) (4). (B) (4). (B) (4).